Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and failed atrial lead position check. It was also noted that the rv exhibited high thresholds. Both pacing leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and failed atrial lead position check. It was also noted that the rv exhibited high thresholds. Both pacing leads remains in use. No patient complications have been reported as a result of this event.